Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. However, based on the results of the investigation it was assumed that the problem was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. A definitive root cause could not be specified. The event can be prevented and detected by following the operation manual, ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system", which describes the methods for handling on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was an unspecified therapeutic procedure, and it was completed using a similar device. The device was inspected before use.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope image becomes distorted, when the angle is applied several times. The issue occurred during procedure. There were no reports of patient harm.